Manufacturer narrative:
The device was not returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker died (B)(6) 2006. The patient's family member reported that the device did not work and caused the patient's death. The official cause of death was not provided. This device was included in the hermetic sealing component product advisory, as part of the secondary population of devices manufactured between october 19, 1998 and december 5, 2000, initially described in the january 21, 2006 advisory update. The family member reported they had received a letter about the advisory in 2010. The letter said to "do nothing" to be included in the class action lawsuit, so they did not do anything. They believed a payout was made for the lawsuit in 2015, but they have not heard from the company about it. The letter had been signed by guidant's senior counsel. The family member's contact information was provided to the boston scientific legal department for follow-up. It was later confirmed that a representative of the legal department spoke with the patient's family member, who was essentially calling to participate in the old canadian pacemaker class action; however, that had settled many years ago. The patient's family member was informed there was nothing boston scientific could do for them, as the litigation has since settled.